Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Thus, an exact cause for the reported dislodging could not be determined. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issues could not be determined.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. It was also reported that the patient is allergic to the adhesive. The product to remove the adhesive was prescribed. The products used to remove adhesive is cavelon cream, underlay tapes, skin tak, and other products. As treatment, the patient successfully activated a new pod.